Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient required inotropes for greater than one week post lvad implant ((B)(6) 2016). The patient was required to be transferred to the ICU for suspected right ventricular failure on (B)(6) 2016 and was weaned off inotropes on (B)(6) 2020. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient required inotropes for greater than one week post lvad implant. The patient required transfer to intensive care unit (ICU) for suspected right ventricle failure on (B)(6) 2016. The patient was weaned off inotropes on (B)(6) 2016 and was discharged on (B)(6) 2017. The patient remains ongoing on ventricular assist device support and no further issues related to this event have been reported at this time. The hm3 lvas instructions for use lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.